Event description:
Related manufacturer reference number: 3006705815-2023-02054. It was reported that during a follow up appointment that patient was experiencing weakness in their legs. The patient has not experienced any recent trauma. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received stating that surgical intervention took place where the scs system was explanted to address the issue.